Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device will not be returned.

Event description:
Customer reportedly received results of 5.9 mmol/l and 12.4 mmol/l within 2 minutes on the performa system. Customer reported he did not wash his hands prior to performing these tests. No actions taken based on device results. No adverse event reported. The alleged product will not be returned for evaluation.